Event description:
The customer reported that the pump unexpectedly displayed a reset screen. There was no adverse impact to the customer's blood glucose level. The customer understood that the reset was a safety feature and resumed insulin therapy successfully after receiving guidance from technical support.